Manufacturer narrative:
(B)(4). Initial reporter information regarding initial reporter was changed from the distributor to the healthcare facility. This is based on the additional information we received from the distributor. Manufacturer narrative: method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (fph) in (B)(6), and was visually inspected. Results: visual inspection revealed horizontal crack on the chamber dome, which was located between one of the ports and the bracket. Conclusion: we were unable to determine the root cause of the fault observed. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, the healthcare facility reported that the damage occurred during use, which suggests that the subject mr290v became damaged after it was released for distribution. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A healthcare facility in (B)(6) reported via a distributor that an mr290v vented autofeed humidification chamber was found leaking at the connection between the dome and the base. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is not available for investigation. We are currently in the process of obtaining further information from the distributor to determine if the complaint mr290v had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A distributor in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber was found leaking at the connection between the dome and the base. This was observed during use on a patient. No patient consequence was reported.